Event description:
It was reported during a laparoscopic cholecystectomy the er320 clips were scissoring and falling out of the device. The surgeon opened another er320 to complete the case. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: yielded jaws. Based upon the inquiry info received and the visual examination, it was concluded that the jaws had become damaged and would not hold or form the clips properly. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not form the clip properly. Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.